Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the keypad was torn and then buttons became under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2014 with the following findings: the keypad was lifted near the contrast button. The contrast and down arrow keys were intermittently responsive. The ok and up arrow responded properly. Contamination was found under the contrast and down button contacts when the keypad cover was removed. Unrelated to the original complaint, the display was discolored, but the screen was still able to be read.